Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he was charging too frequently. The patient reported that he had been turning the implant battery off at night because he had to charge it so often. The patient reported that he had to recharge like every other day. The patient reported that this was not normal for him and thought he was recharging a little more frequent than he used to. The patient reported that he even tried to use the device on a lower setting so the battery would last longer. The patient reported that he used to recharge once a week and now he was recharging like three times a week. The patient reported that no changes had been made to his settings. The patient reported that he recharged to 100% and got all 8 coupling bars on the bottom when recharging. The patient reported that his ins was currently 100% full. No further complications were reported.